Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheters allegedly experienced material puncture. This report was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.